Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 1 day (01dec2021 to 02dec2021 per the timestamp). A no external power alarm activated on 01dec2021 at 23:03, 01dec2021 at 23:04, 01dec2021 at 23:31, 02dec2021 at 02:49, and 02dec2021 at 02:52 due to the rsoc and bus voltages simultaneously diminishing to ~0v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Additional information on 14dec2021 stated that the mpu serial number cannot be provided. The no external power alarms while the device was connected to a mpu was believed to be caused by the patient disconnecting the mpu power cord from the wall outlet. A root cause of the reported event was determined to be related to user error due to the patient disconnecting the mpu power cord from the wall outlet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device's serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been double disconnecting both power sources and the site wanted to determine if the patient was doing this while connected to the mobile power unit (mpu) or battery power. Technical services reviewed the log files and saw one no external power event caused by simultaneous power lead disconnects, but the remaining no external powers were caused by power to the mpu being briefly interrupted. There were no other unusual events record in the log file history.

Event description:
It was reported that the patient had been double disconnecting both power sources and the site wanted to determine if the patient was doing this while connected to the mobile power unit (mpu) or battery power. Technical services reviewed the log files and saw one no external power event caused by simultaneous power lead disconnects, but the remaining no external powers were caused by power to the mpu being briefly interrupted. There were no other unusual events record in the log file history.

Manufacturer narrative:
The device's serial number was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.